Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw(s)/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The implant had to be removed due to patient discomfort. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during extraction surgery, the surgeon had difficulties removing the screw and the head of the screwdriver broke. The surgery was not prolonged and the patient outcome was good. There was no patient harm and all broken off fragments were removed. This report is for the extraction surgery because the implant was bothering the patient, there is no alligation against the screw. No additional information available at the moment. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Remove statement: this report is for unknown screw(s)/unknown lot number, there is no allegation against the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 12 may 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explanted devices were cannulated screws. Patient outcome reported as good.